Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device would not turn on. There was no ac light when the power cord was plugged in. There was no patient involvement.

Manufacturer narrative:
Initial MDR submitted in error. After further review, the allegation on this record does not constitute a reportable event.

Event description:
It was reported that the device would not turn on. There was no ac light when the power cord was plugged in. There was no patient involvement. Subsequent to the initial MDR, a correction is required.